Event description:
The clip cartridge caused the clip applier to jam. A new clip applier was opened and a new clip cartridge, but after troubleshooting it was found that the clip cartridge was the problem.manufacturer provided rga for return product evaluation.